Event description:
It was reported that the thread is damage. There was a delay of 10 min. No further info at the moment.

Manufacturer narrative:
Method: complaint history review, risk assessment.results: the customer event of the thread deformation of a vlift expander was confirmed via sales rep correspondence. The device was not returned for evaluation. This issue was likely due to excessive forces which lead to the cross-threading and deformation in this event. However, we cannot conclusively determine the cause of this event.conclusion: the root cause of the failure could not be determined due to the absence of the device and lack of information.

Event description:
It was reported that the thread is damage. There was a delay of 10 min. No further info at the moment.